Event description:
Pt underwent an exploratory laparoscopy and during this procedure, the ethicon product malfunctioned, overheating, causing a piece of the tip to fall off into the pt. FDA safety report ID# (B)(4).